Event description:
It was reported by the customer that a bd pyxis¿ medbank tower had a cabinet that was offline. The customer stated that the malfunction occurred when user trying to issue medication to patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cabinet had previously been offline. A technical support specialist checked the cabinet¿s status via logmein and confirmed that it is now showing online. The system functioned as intended after the technical support specialist troubleshot the device.